Event description:
The patient received his scs system on (B)(6) 2009. It was reported that after about 15 minutes of turning the ipg on, stimulation would stop. New charging systems and patient programmers were tried to no avail. The patient is planning on getting a replacement ipg. The ipg has not yet been returned to the manufacturer for evaluation. No further information is available.

Manufacturer narrative:
Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.